Manufacturer narrative:
Report source: patient relations manager. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an infusion of morphine was noted to change its programmed infusion rate without intervention midway through the infusion. There was no report of harm. Received a copy of the customer's voluntary medwatch report from the customer which states, "infusion rate changed without operation intervention during infusion."

Manufacturer narrative:
Information from concomitant medical products-500ml hospira bag ndc 0409-7983-03 lot 90-721-fw exp jun2020 0.9% sodium chloride. The customer¿s report was confirmed in the pcu module event log and replicated during testing. When the programmed device finished infusing the vtbi initially, it changed into kvo mode. This feature changes the rate automatically depending on the hospital¿s dataset settings and in this case, it was reduced to 20 ml/h for kvo. Log analysis results: a remote IV was received by the pcu for the source pump module at 11:15 am. Drug ID 575 (vancomycin) was started. At 12:14 pm a previously programmed delay was canceled, and the infusion began. The source pump module then went into kvo at 1:35 pm and the rate was reduced to 20 ml/h. Test results: testing performed on the source lvp found the device operating within specifications. During testing there were no observations of unregulated flow or a change of rate without programming changes. The proximate cause is that the pump module completed the infusion and went into kvo at a rate of 20 ml/h. The device is designed to run the primary infusion at the programmed rate and then transition to the kvo (keep vein open) rate at the end of the infusion.

Event description:
The customer reported an infusion of vancomycin was noted to change its programmed infusion rate to 20ml/hr without intervention midway through the infusion and would not shut off. There was no report of harm. Received a copy of the customer's voluntary medwatch report from the customer which states, "infusion rate changed without operation intervention during infusion."

Manufacturer narrative:
500ml hospira bag ndc 0409-7983-03 lot 90-721-fw exp jun2020 0.9% sodium chloride, the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Correction to a:4- change to pounds received additional information from mw5084533.

Event description:
Received a copy of the customer's voluntary medwatch report from the customer which states, "infusion rate changed without operation intervention during infusion." Received a copy of the customer's voluntary medwatch report from the FDA which states, "infusion rate changed without operation intervention during infusion."